Event description:
A customer reported that their pump declared an altitude alarm 21, and the insulin delivery was suspended due to this condition. There was no adverse impact to the customer's blood glucose level. The technical support instructed the customer to remove any obstruction from the speaker holes, gently clean them, and follow steps to resume insulin delivery after reinserting the cartridge. After these actions, the pump returned to normal operation, and the support representative provided tips to prevent future altitude alarms.